Event description:
It was reported that during a therapeutic colonoscopy, the procedure went normally with the colonovideoscope with few polyps using a cold snare that was completed using the same device, but then the patient presented 8 days later with grade 5 splenic laceration/spleen rupture, requiring exploratory laparotomy and splenectomy. Patient is alive after procedures. The patient had minimal past medical problems, history of hypertension (htn) and hyperlipidemia (hld) with no obvious known surgeries or irregular anatomy to account for the events. Additionally, the surgeon stated that this is the only incident (one of two) where a splenic laceration (grade 5) post colonoscopy occurred, both with the same "new" olympus scope. It would seem very likely related to the device however it is very difficult to tell. As repeatedly expressed, the olympus "new" scopes are far too stiff, but per olympus this is "normal". The new scopes feel like a well used scope that is stiffened. There were no reports of further patient harm.